Event description:
The customer was hospitalized with hypoglycemia. The cause is unclear, but the diabetes nurse educator does not believe it is pump related. The low blood sugars occur every day at the same time so the doctor will be making basai adjustments.